Event description:
Customer reported the insulin pump alarmed motor error during bolus delivery. Customer's blood glucose level was 159 mg/dl. Customer did a self test on the device. Customer does not recall any previous significant event that may have caused the device to alarm. The device was not exposed to MRI. Alarm was cleared. Customer was advised to disconnect from the device. Customer does use the sensor feature. Customer was advised about false motor error alarms occurring, if customer tried to see the sensor glucose graph while bolusing. Customer was able to rewind the device. Customer stated the device was able to rewind. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. No motor error alarm noted. The motor passed the motor test. Minor scratched lcd window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip.